Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user facility medwatch # (B)(4) that balloon rupture occurred. The target lesion was located in a calcified coronary artery. A 1.50mm x 12mm emerge¿ push balloon catheter was advanced for dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.